Event description:
After surgery (to remove tonsils) was completed, and the mouth guard was removed, second degree burns were noted on the lateral sides of the tongue and two small burns on the lower lip.